Event description:
It was reported that case on the insulin pump is cracked. Device was not bumped or dropped. Crack is seen on the reservoir compartment. It was stated that the drive support cap had no damage. Nothing further reported.

Manufacturer narrative:
Insulin pump received with protruded/loose drive support disk, minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.